Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 150 mg/dl and 75 mg/dl within 10 minutes on the advantage system using comfort curve test strips. Low blood glucose symptoms were reported with these results; customer was able to self treat and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.